Event description:
Hospital reported a false positive hcg on a pediatric patient. Undetermined procedure or treatment was delayed pending getting the negative report on a serum hcg.

Manufacturer narrative:
Sample did not appear grossly bloody or turbid. Calibration bar cleaning techniques were reviewed. Manufacturer unable to confirm reagent lot is problematic. Instrument is being returned to manufacturer for investigation.